Event description:
It was reported that a pump has no audio. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom "no audio" caused by a cold solder joint on the negative lead of the speaker where it connects to the backflex. The rear case was replaced.